Manufacturer narrative:
(B)(4). A field service engineer is scheduled to come out to the clinic to evaluate the device. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was confirmed. The root cause was determined to be a shorted secondary power supply. To correct the root cause, the field service engineer replaced the secondary power supply. All functional checks were completed on the device and it is operational and ready for use at the customer facility. A service history review was performed no issues were identified that may have contributed to the secondary power supply having a short and producing a burning smell as reported. The instrument has not been previously serviced for any issues related to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A biomed technician contacted a baxter technical service representative (tsr) regarding an aquarius hemodialysis instrument that had smoke coming out of the back of machine and releases an odor like a burnt board, which occurred upon power up, there was no patient involvement. No patient injury and no medical intervention were reported. On (B)(6) 2011, product surveillance received a call back from the biomed technician at the facility. He stated he was looking at the device in the dialysis unit, had turned on the device and then saw visible smoke coming out of the back of the device that smelled like a burnt board. He stated that there was no adverse event or reactions with anyone who was there in the room. He then pulled the device to the biomed room. There was no patient injury and no medical intervention. He stated that he had already heard from the baxter field service engineer who is scheduled to come out to the clinic to evaluate the device.